Manufacturer narrative:
Complaint is confirmed. Visual evaluation noted that is missing the screw from the returned device. The driver, sutures and needles did not have any issues. Functional testing was not performed due to the damage to the device. The most likely cause of this condition is user error.

Event description:
It was reported that during a rotator cuff repair surgery the sutures of the device came off the anchor before inserting the anchor. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery. Update avoe (B)(6) 2023 it was confirmed that the sutures detached before the usage of the device on the patient.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.